Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Event description:
It was reported that a no insulin flow occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported when priming and injecting, no insulin flowed. Stated she primed first, didn't get a flow but still injected hoping it would release insulin. Occurred today, (B)(6) 19. She used a second pen needle and that worked. Stated it has happened in the past but she does not have an exact date or lot to provide." 1 of 2 complaints, this complaint captures the event on (B)(6) 2019.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a no insulin flow occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported when priming and injecting, no insulin flowed. Stated she primed first, didn't get a flow but still injected hoping it would release insulin. Occurred today, (B)(6) 2019. She used a second pen needle and that worked. Stated it has happened in the past but she does not have an exact date or lot to provide." 1 of 2 complaints, this complaint captures the event on (B)(6) 2019.